Manufacturer narrative:
The reported event of a contact force issue was confirmed. The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak test. Dissection of the catheter revealed the irrigation tubing was no longer attached to the end of the deformable body due to inadequate bonding at the irrigation tubing. As a result of this finding, abbott is performing further investigation. An adhesive failure was also noted between the distal tip and the shaft. A corrective action was implemented to prevent similar events. Analysis of the log files indicated a loss of signal from optical fiber 1. Both issues are consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This event is being reported based on the analysis of the returned device.